Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019. The field service engineer (fse) confirmed the complaint, exhalation flow sensor is reading high- out of spec. 12.5k pm is due. The fse replaced the air flow sensor to correct, all flow sensors are in spec, replaced encoder knob, est and performance verification passed. Failure analysis of the returned part conclusion / root cause: the reported complaint of the air flow sensor reading out of spec. Was duplicated, contamination was found on the heated film element that will result flow readings not accurate. Fault was found on the returned air flow sensor. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the device fails est air delivery code 3125. The fse noted the encoder knob missing. There was no patient involvement at the time the issue was discovered.